Event description:
When trocar was introduced into abdomen during laparoscopic cholecystectomy, blade in trocar did not deploy or was not present, this was visualized on camera. Trocar from ethicon cholecystectomy tray which includes: 1-11mm surgical trocar stability sleeve, 1-dilating tip trocar w/stability sleeve 11mm, 1-trocar stability sleeve 5mm, 1-dilating tip trocare w/sleeve 5mm, 1-one seal reducer cap 5-12mm, 1-ligaclip, 1-veress needle.